Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse observed the system booted up with an error code 319 on the universal surgical manipulator (usm2) confirming the issue and replaced the usm arm. The system was retested and verified as ready for use. Isi has received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm was tested on an in house system and failed normal mode as it reproduced the error fault. During psc fixture test platform (pftp) testing, the usm failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error fault no longer occurred. The original rolling loop fiber cable was reinstalled and the errors returned. The usm was tested on a pftp with a new rolling loop fiber cable and passed all testing specification. The rolling loop assembly will be replaced on the usm arm as a fix to the reported problem. An event verification confirmed the sleeve gastrectomy procedure was performed on the reported event date (B)(6) 2022 on system sk4470. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 307 encountered on usm arm 2 related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon was not able to control universal surgical manipulator (usm2). The customer was attempting to advance a sureform 60 stapler instrument at the time the issue occurred. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence error code 307 and confirmed that the usm arm was disabled. Tse advised the customer that the arm #2 would remain offline until the system was power cycled. The surgeon continued the procedure using 3 usm arms. There was no patient injury.